Manufacturer narrative:
Other, other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. Per visual inspection, very dirty, multiple nicks and scratches on enclosure and front cover, pole clamp discolored, quick connect corroded, printed circuit board (pcb) had liquid crystal display (lcd) with liquid crystal leakage, line cord faded, missing reflux plug. Per functional testing, opened the device and removed the heater. Used a q-tip and inserted in heater tubes and found them to be rust free. Removed the thermistor and found no contamination. The complaint was not replicated or confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced pcb, quick connect, pole clamp, front cover, reflux plug. Performed preventative maintenance (pm) changed o-rings and reservoir gasket and calibrated. The device passed all functional and delivery tests.

Event description:
It was reported that the device had rust proliferation. Patient involvement unknown.

Manufacturer narrative:
B3: date of event and d4: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.